Event description:
Reported that during a procedure, after tightening the loop down on the stalk of the polyp and successfully removing the loop, the loop would not release. The polyp was successfully removed. After several attempts to pull off the loop the scope was removed and the wire was cut leaving the sheath and wire hanging out of the pt's anus. The pt was discharged the same day and reportedly passed the wire two days later without further incident and has made a full recovery.